Event description:
The customer reported the spo2 dropped briefly below low limit 90% but the monitor did not generate an alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The following functional tests and communication were performed: a philips field service engineer (fse) visited onsite and confirmed the reported issue that the monitor did not generate a spo2 alarm. The fse provided that the vital sign trends show all normal spo2 values. A philips field service engineer (fse) could not confirm the customer's device issue. No additional issues were confirmed with the customer.